Manufacturer narrative:
Analysis: the product has been received by mfg for analysis. Returned product eval is currently in process, but not yet complete. Per-sterilization visual inspection of the valve showed the disc opened and closed freely. A supplemental follow-up report will be sent to FDA with results of product functional testing. Review of the device history record shows the device met all mfg specifications for product released to distribution. Conclusion: no pt event; intra-operative valve replacement reported. Product analysis in process, no conclusion can be drawn.

Event description:
Info received indicates that intra-operative pt monitoring showed the pt's blood pressure dropped following valve implant. Leaflet function assessed by tee, during the case noted abnormal leaflet opening. The valve was removed and intra-operatively replaced with no consequence reported for the pt.